Event description:
Customer reported the system was producing xrays without the x-ray button being pressed. No pt injury was reported.

Manufacturer narrative:
(B) (6) report. A ge representative evaluated the system and replaced the interconnect cable and the x-ray on switch. System operates as intended.